Event description:
It was reported that as the surgeon was passing the graph through the femur and was trying to flip the button, the green flipping suture snapped before the endobutton was seated on the bone. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided and no relevant clinical information was received to assist in the evaluation. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.